Manufacturer narrative:
The returned device was evaluated and the customer complaint could not be duplicated. (B)(6).

Event description:
The customer reported measurement was unreliable. No consequences or impact to patient was reported.